Event description:
Two oxygenators have cracks on the inlet and outlet, center side. No leakage was observed. No pt injury was reported. (B) (4), (B) (4).

Manufacturer narrative:
Maquet cardiovascular submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B) (4), (B) (4). This was the first time that we become aware of cracks at the front and back side or venous and/or arterial side of our quadrox d oxygenator, respectively. At that time, (B) (6) 2008, we were sure that this damage of the quadrox d oxygenator must happen during transportation and not observed during priming. Now, apr 2009, we have gotten some info from the us market regarding new cases with comparable failures. During investigation of these new cases, we found that our diffusion membrane oxygenator was being used for more than 6 hrs (up to several days) as mentioned in the intended for use documents. Because of the prolonged use in combination of using a roller pump, the oxygenator is stressed pulsatile over the time. Due to the investigation of the additional cases reported, we have determined this failure to be a reportable event. Currently we are testing the quadrox d oxygenator in our lab over a long period of time with roller pump to simulate clinical conditions. Maquet cardiopulmonary ag has ce certified systems for long term use. These systems only include centrifugal pumps, not roller pumps. Problems with cracks are not known with these special tubing sets ((B) (4), (B) (4), not approved on the USA market) with long time use.